Manufacturer narrative:
PMA/510k : 17dec2019, date of report : 19dec2019 . The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported. The service technician replaced the touchscreen to resolve the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17dec2019.

Event description:
Customer reported unable to calibrate the touchscreen. The service technician verified and duplicated the reported issue. The service technician performed troubleshooting and calibration and determined the touchscreen needs to be replaced.